Manufacturer narrative:
The actual device was returned for evaluation and did not meet manufacturing specifications. During pre-repair assesment, it was discovered that the device was overheating. This was due to immersion during cleaning at the customers site. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
The device was returned for an unidentified issue. During pre-testing, it was discovered the attachment was overheating. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. There were no injuries or medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.